Manufacturer narrative:
Full name of the facility is (B)(6) surgery clinic. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was image noise and no image when angulation in up/down (u/d) direction was performed. This is attributed to damage on charge couple device (ccd) unit and cut on ccd cable. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip; a-rubber has a scratch; and video cable and universal cord, has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the image of the device was disturbed when bending action of the device was performed. There is no harm reported to any patient or healthcare professional. Upon evaluation of the device, it was confirmed that there was image noise and no image when angulation in up/down (u/d) direction was performed. This is attributed to damage on charge couple device (ccd) unit and cut on ccd cable.this medwatch is submitted for the loss of image accompanied by image noise during u/d angulation as observed during device evaluation.

Event description:
Addendum feb 7, 2023: there is no patient involvement for this event.

Manufacturer narrative:
Available additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.